Event description:
During insertion the inner part of the voice prosthesis (the blue valve seat) detached from the prosthesis. The clinician reported that he had to use unusually large force to press the prosthesis through the loading tube. Due to leakage through the prosthesis it was inspected and it was observed that the blue ring had detached. The prosthesis was removed and a new prosthesis was inserted without problems. No effect on pt. The correct folding and loading procedure is described in the clinician's manual. Large loading force is usually a symptom of the prosthesis being folded and loaded incorrectly. Incorrect loading can cause immediate valve failure and fluid aspiration, which is stated as a precaution in the clinician's manual accompanying the product.

Manufacturer narrative:
Analysis of probable cause is ongoing.